Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.